Manufacturer narrative:
The device was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was no longer able to charge the ipg. The physician confirmed that the issue was device related. The patient underwent a procedure where the ipg was replaced. The patient was reportedly doing well postoperatively.